Manufacturer narrative:
The customer reported that the input unit, in use with a bsm, is not reading an accurate blood pressure. The unit does not inflate the cuff and makes a lot of noise. They tried different cuffs and hoses but the issue persisted. They sent the device into nihon kohden for evaluation and repair. No harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the input unit, in use with a bedside monitor (bsm), is not reading an accurate blood pressure. The unit does not inflate the cuff and makes a lot of noise.

Manufacturer narrative:
The customer reported that their unit ay-653p-qm; sn:(B)(6) is not reading accurate blood pressures. Service requested: the unit was sent in for evaluation/repair. Service provided: the unit was cleaned and evaluated. The reported problem of "the unit does not inflate the cuff and makes a lot of noise" was confirmed. Found pump broken and loose the rubber cap.replaced the pump unit to resolve the issue.the picture was uploaded in notification folder(under warranty). All malfunctioning parts were replaced. The unit was tested per the operator's/service manual. The unit completed 24 hours of extended testing and operates to manufacturer's specification. Investigation result: the unit was not reading accurate blood pressure. The unit was returned, and evaluation confirmed the reported issue. The cause of the issue was determined to be nibp pump (532149b) failure. The issue was resolved by replacing the malfunctioning part. A review of service history found no other complaint associated with this device. The nibp unit was replaced by the repair technician. The cause of the issue was determined to be nibp pump (532149b) failure. The reason of the nibp pump failure was investigated by nkc under (B)(4). Per irc, the cause of pump failure was determined to be cracked diaphragm due to negative pressure at the diaphragm. This is in turn caused by the intake port blockage preventing normal pump operation. The blockage could be of any trigger such as dirt accumulation at the valve. The possible reason for the solenoid valve failure is the plunger does not close sometimes, and the high inrush current continues, so the coil gets overheated and burns out that might also affect the multi parameter unit board (mpu board). A DHR for ay-653p-qm; sn:(B)(6) has been attached with this notification. The root cause of the issue could not be determined. The device was returned to customer on 6/28/2018 and no complaint subsequent to the return of the defective device has been reported. Corrected information: d4. Serial #: incorrect serial number entered. G4. Date received by manufacturer: should be 05/25/2018 not 06/21/2018 as listed on MDR initial report. D11& c2. Concomitant medical products: input box was used in conjunction with the bedside monitor (bsm). Model: ay-653p-qm. Serial: (B)(6). Unique identifier (UDI) number: (B)(4). Manf date: 02/12/2013. Age of device: 63 months.

Event description:
The customer reported that the input unit, in use with a bedside monitor (bsm), is not reading an accurate blood pressure. The unit does not inflate the cuff and makes a lot of noise.